Event description:
It was reported that during the segmentectomy surgery, could not fire when severing segmental lung tissue on the 2th firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: u5eh4m. (B)(4). Investigation summary: a photo along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a gold reload inside of the package and with its retainer attached and the cartridge pan from the right side appears to be partially dislodged. Based on the picture provided the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst45d reload was received with an opened package and partially fired 1/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.